Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance twice due to low blood glucose. On (B)(6) 2018 they had blood glucose of 30 mg/dl at the time of the incident. The customer was at 75 mg/dl after being treated for the low, and 100 mg/dl at the time of the call. The customer was given sugar and intravenous glucose to treat. The customer experienced symptoms such as being unresponsive. The customer was wearing the insulin pump during the incident. The customer stated their job had magnetic fields and they received motor arm cannot communicate with the main arm and critical block and inverse critical block did not add to zero alarms. The customer got a hardware low level failures alarm during a self test. Troubleshooting was completed but did not resolve the issue. The customer reported pump physical damage. The customer had other lows on (B)(6) 2018. The insulin pump will be returned for analysis. Frn-mmt-332-reservoir.

Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. However, hardware low level failures alarm (variable info=3) confirmed in the insulin pump history due broken trace on keypad assembly. The motor arm cannot communicate with the main arm and the critical block and inverse critical block did not add to zero alarm found in the insulin pump history due to software error. Insulin pump received with cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The correct information has been included with this report.